Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a bump or cyst starting to open on the right side towards the back where the garment is located. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the lifevest to allow skin irritation to heal. Follow up indicated that the skin irritation improved.